Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) had increased thresholds and a loss of capture was confirmed. Upon a revision procedure, it was confirmed that this lead had dislodged. This lead was repositioned and remains implanted. No adverse patient effects were reported.